Event description:
Five linvatec scopes and one karl storz pediatric nasal endoscope have had to be sent out for repair from 5/1/99 to 5/21/99. This breakage occurred after each scope was processed through the sterrad system I sterilizer. Each scope was cloudy with or without a bubble. Each scope appeared to have a broken seal(s). One scope was visually obscured by internal blood/fluid. One pt experienced possible injury. This is still being researched by an internal committee of the hosp.